Manufacturer narrative:
The device was reported as returning from investigation. Awaiting availability of device to complete the investigation.

Event description:
During an arthroscopic rotator cuff repair of the shoulder using super turbovac with integrated cable arthrocare wand, the external insulation from the shaft of the wand detached in the surgical site. The hospital reported it is not known if all the detached insulation was removed. There was not reported pt injury or adverse event to the pt.